Manufacturer narrative:
Please void. This device not involved with adverse event.

Event description:
Please void. This device not involved with adverse event.

Manufacturer narrative:
After review of the event information, this part was not involved. This medwatch was filed in error.

Event description:
After review of the event, this device was not revised. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00807 and 1038671-2018-00808.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of left shoulder components due to dislocation caused by a fall.